Event description:
A physician reported a pt who was initially skin tested on an unknown date some years ago, and was again skin tested by the reporting physician on 7 july 1999 and on 23 july 1999, both with negative results. In 1999, the pt was treated with one formulation of product at the vermilion borders and the nasolabial folds, and with a second formulation of product at various sites on the cheeks. The procedure was without event. On 13 august 1999 the pt was examined and the physician noted that the collagen material was visible in "clumps" only at the treatment sites of the vermilion borders and the right nasolabial fold. The physician was certain the symptoms were related to the product. On 30 august 1999, the pt was examined and the physician noted no change in the symptoms from 13 august 1999. A consulting physician reported that on 2 september 1999, the pt was seen complaining of lumpiness on the inner mucosa of left upper vermilion. The consulting physician removed ("used scissors to snip") a 3mm x 3mm yellowish lump from inner vermilion mucosa (near the upper left vermilion border treated sites.) No pathology was performed. The physician's opinion was that this was collagen material which may have displaced. No other medical or surgical intervention was prescribed or planned.